Manufacturer narrative:
Additional information: h3- device evaluation. Lens was returned dry in a lens case/vial. Visual inspection found no visible damage and a yellowish apperance. Dimensional inspection found the lens to be wihtin specifications. Claim# (B)(4).

Manufacturer narrative:
Weight,ethnicity,race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault. The cause of the event is reported as unknown.